Event description:
It was reported the pt is no longer receiving stimulation and is unable to communicate with or charge his ipg. An sjm rep set with the pt and verified the issue. No falls or injuries have been reported. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.